Event description:
Complainant alleged that while attempting to treat a pt the monitor was damaged when the pt punched the screen and clinical info could not be read. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.